Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that there was numbness. The physician reported that the patient was experiencing a loss of sensation in his lower extremities in the post- operative area. He was taken back to the or. The physician reported that the patient had developed a hematoma. He said the lead was fine but was taken out for precautionary measures. The physician contacted rep at approximately 7pm. He told rep of the explant at that time and that the patient was beginning to regain sensation in his lower extremities. The battery was left in for possible re-insertion of lead. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 14-may-2028, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient family/friend reported that patient had system implanted on june 12th. Patient had complications and developed a hematoma. They removed the system right away that same day. They said patient could no longer have the system. Patient representative did not open the box yet with external equipment and did not use the recharger.